Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump. The customer also report the displayable history crc check failed on startup alarm. The customer was able to clear the alarm and customer state that insulin pump did not require rewind. The insulin pump will not be return for analysis.